Event description:
Attached pt line to ventricular catheter and they came apart. It was cleaned with betadine and re-attached. It was later found broken. The pt became infected with vre (vancomycin resistant enterococcus).